Event description:
The facility reported an infusion pump with failure code 804:52. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated there was no patient injury or medical intervention.